Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no impact to the customer¿s blood glucose. The customer reverted to an alternate method in insulin therapy.